Event description:
Surgeon was using the screwdriver to secure screw on surgical site, tip of the screw driver broke off. Another screwdriver was used from the same set and it broke off as well, broken tips were retrieved and secured.